Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level (bg) was over 500 mg/dl. The customer gave a manual injection to address bg.